Manufacturer narrative:
(B)(4). The service engineer (se) and the hospital¿s biomedical engineer team evaluated the ventilator, and were unable to duplicate the reported malfunction. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that after seven hours of patient use, a ventilator generated an alarm. It was observed that the delivered fraction of inspired oxygen (fio2) had changed from the patient's settings. The patient oxygen saturation decreased and the patient was then transferred to another ventilator without harm. The patient oxygen saturation recovered after being placed on an alternate ventilator.